Event description:
It was reported that the patient was getting in the car to go to dialysis when they became unresponsive and collapsed. Emergency medical services (ems) arrived on the scene and initiated cardiopulmonary resuscitation (CPR). Paramedics arrived about 30 to 35 minutes after the arrest and were able to provide advanced cardiac life support (acls) medications including calcium, epinephrine, and sodium bicarbonate. Intubation was performed. The left ventricular assist device (lvad) team was alerted immediately upon the patient's arrest and was in contact with ems personnel for the duration of the patient's resuscitation. The patient was still in persistent cardiac arrest upon arrival to the emergency room with total time of arrest a little over an hour. Primary survey was completed while the patient was placed on oximetry, cardiac monitoring, and cuff blood pressure monitoring. Intravenous access was established and initial blood tests were sent. Chest compressions and acls were continued. Initial pulse check without cardiac movement was visualized with an ultrasound at bedside and pulseless electrical activity (pe) was observed on the monitor. Evaluation of the functionality of the lvad revealed the device was operating as intended. Despite all efforts, return of spontaneous circulation (rosc) could not be achieved and time of death was called at 9:13 am. The reported cause of death was asystole. The patient's death was not considered to be device related and the device would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.